Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that myocardial infarction (mi) and in stent restenosis (isr) occurred. In (B)(6) 2012, the patient was diagnosed with myocardial infarction and unstable angina. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) with 85% stenosis and was 10mm long with a reference vessel diameter of 3mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50mmx20mm promus element¿ plus stent, with 0% residual stenosis. Target lesion # 2 was a de novo culprit lesion for st-segment elevation myocardial infarction (stemi) located in the proximal right coronary artery (rca) with 90% stenosis and was 5mm long with a reference vessel diameter of 4.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 4.00mmx16 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented due to chest pain and was hospitalized on the same day. The patient's cardiac enzymes are noted to be elevated. Two days later, the patient was referred for cardiac catheterization and coronary angiography revealed 60% ostial stenosis, 90% isr in mid region, and 100% stenosis in the left circumflex (lcx) artery. Two days after, the 90% stenosis in the mid lad was treated by performing balloon angioplasty with 0% residual stenosis. The following day, the event was considered as resolved and the patient was discharged on aspirin and ticagrelor.